Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge did not fit onto the pump. Tandem technical support reviewed the load process with the customer. During the report, a new cartridge was successfully loaded onto the pump. Blood glucose level was 284 mg/dl.